Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implant procedure, numerous attempts to position the lead into the right ventricle were not successful as the stylet could not be inserted into the lead. The lead was not implanted. The patient condition is stable.